Event description:
The device was implanted on june 17, 1997. Reportedly, the ten days post-operatively the catheter broke and migrated to the heart. The surgeon perform a thoracotomy to remove the catheter. The hospital has reported that the patient's condition is satisfactory.